Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial # (B)(4)) found a bent connector pin. Evaluation results and method codes apply to the desktop charger (serial # (B)(4)). Evaluation conclusion code applies to the desktop charger (serial # (B)(4)) and evaluation conclusion code applies to the ins (serial # (B)(4)).

Event description:
The consumer reported a blank implantable neurostimulator recharger (insr) screen. The connector pin was not loose or broken. When the insr was plugged into the power source, it was not charging. The green light on the desktop charger was working. It was further reported the implantable neurostimulator (ins) had been dead for three weeks and the tip was bent on the desktop charger. There were no symptoms reported. Relevant medical history included spinal pain.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.